Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during patient use the display on a 980 ventilator locked out and the screen was not able to be reset. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of this event.